Event description:
A customer reported, that "sometimes the adc freestyle libre 2 reader, does not start by the button or with test strips". As a result, the customer was unable to monitor her glucose levels, and felt panic. The customer was treated with 3 mg baqsimi (glucagon) spray, drink, and banana by her granddaughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. A visual inspection was performed and no issues were observed. The reader turned on with button depression, and retain strip insertion upon multiple attempts. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "1.5 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that "sometimes the adc freestyle libre 2 reader does not start by the button or with test strips." As a result, the customer was unable to monitor her glucose levels and felt panic. The customer was treated with 3 mg baqsimi (glucagon) spray, drink, and banana by her granddaughter. There was no report of death or permanent injury associated with this event.